Manufacturer narrative:
Additional information: d9, g3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device, dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-13995n multifire scorpion needle broke off in the patient's cuff tissue. This was discovered during an rcr procedure on (B)(6) 2022. When the surgeon noticed the needle had broken, a c-arm was brought in to retrieve the tip, however, the broken fragments was unable to be removed and remains inside the cuff tissue. A new needle was opened and used to complete the case successfully, without further issues.